Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 169mg/dl and it eventually went up to 354mg/dl. Customer's blood glucose level at time of incident was 169 mg/dl and current blood glucose level was 531 mg/dl. The customer experienced symptoms such as disorientation. Customer was advised to change the set and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.